Event description:
Procedure type: fascia closure of a c-section. According to the reporter: the suture was used during the initial surgery in 2008. One day later, the pt returned with an evisceration. During the procedure to re-close the fascia, the surgeon observed that the previous suture was intact at the knots (he used a continous suturing technique), but it was not there or seems to be disintegrated as it gets close to the middle.